Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated they changed reservoir and infusion set but did not see automatic corrections. Customer reported they checked history and did autotest. Customer stated they manually took blood glucose, sent to pump, and started the bolus and it worked with no error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.